Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2074816. Medical device expiration date: 31-mar-2027. Device manufacture date: 15-mar-2022. Medical device lot #: 1258931. Medical device expiration date: 30-sep-2026. Device manufacture date: 15-sep-2021.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 4mm x 32g clogged during injection. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the insulin does not come through the needles.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 4mm x 32g clogged during injection. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the insulin does not come through the needles.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.